Event description:
It was reported that the device was found to be in backup vvi mode while still in the box during the implant procedure. A device download was performed successfully and the device was implanted.

Manufacturer narrative:
(B)(4).